Manufacturer narrative:
Since the study has multiple centers, the site provided is that for the author-correspondent. Literature - event published in the following journal article: altman, d., mikkola, t., bek, k., rahkola-soisalo, p., gunnarsson, j., engh, m., & falconer, c. (2016). Pelvic organ prolapse repair using the uphold¿ vaginal support system: a 1-year multicenter study. International urogynecology journal. Http://dx.doi.org/10.1007/s00192-016-2973-0

Event description:
Per the published journal article, an uphold lite vaginal support system was implanted into the patient for pelvic organ prolapse repair on an unspecified date (B)(6) 2012. According to the article, the patient experienced bladder emptying difficulty after the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.